Event description:
Surgical procedure was successfully completed with a five (5) minute surgical delay. Patient status is good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The received pictures of the drill bit were reviewed, there are excessive stress marks above the cutting edges visible. The golden coating is not present anymore at the damages, which indicates that they were caused post manufacturing. Due to the excessive damage is the complaint rated as confirmed, while the actual complained malfunction of "drill bit could not be inserted" cannot be replicated with out the drill bit. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 310.250 lot: l767458 manufacturing site: bettlach release to warehouse date: 12.mar.2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a drill bit could not be inserted into a drill guide for dynamic compression plate (dcp) on (B)(6) 2019. It was unknown where the issue occurred. Surgical procedure and patient involvement were unknown. This report is for one (1) 2.5mm drill bit. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The incorrect PMA/510k date was inadvertently utilized in initial medwatch. The correct date is february 2, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, a drill bit could not be inserted into a drill guide for dynamic compression plate (dcp). One hole for diameter 6.5 mm of the drill guide was narrow and could not be used with the drill bit. It was unknown if there was a surgical delay. The surgeon used a new air hand piece instead of collibri ii. The procedure was successfully completed with a 5 minutes surgical delay. Patient status is good.